Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID 97755, serial# (B)(6), analysis found that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient (pt) was having some problems with recharging their ins. Caller stated that it seemed to take forever to recharge the ins (well over an hour almost every morning) and that sometimes the ins didn't recharge all the way up to 100%. Caller stated that the pt was using such a high level of stimulation intensity to block the pain that the ins battery would usually run out in the afternoon. Caller confirmed that there was no apparent damage to the recharger (rtm). Patient services (pss) asked if the rtm was getting hot while recharging the ins; caller stated that the paddle would get pretty warm sometimes. Caller stated that the rtm cord where the cord met the paddle was pretty easy to bend however. When asked for the event date, caller stated that they really had issues from day one and that the issues had progressively gotten worse. Caller stated that at the very beginning they didn't seem to have much of a problem and that they did pretty well with recharging the ins, however since late last fall or so, recharging the ins hadn't been so good. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Correction: product ID 97755, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.